Manufacturer narrative:
Evaluation summary - based upon the inquiry info received visual and functional examination: the unit was found to require the blue/green cable replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was reported that their device kept receiving l3-021 errors during the procedure. They were able to obtain 2 specimens after unplugging and plugging in the cables repeatedly and were satisfied and completed the case with no pt consequence.